Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: we have received feedback from the field concerning syringes 305959 batch 2209064. According to the client, when the medication is aspirated, the volume obtained in the syringe seems to be higher than the theoretical expected volume. In the example shown in the attached video, the customer sucks up the contents of a 3 ml vial as well as 4 x 1 ml vials, for an expected total of 7 ml. However, he noticed that the level in the syringe appeared to be higher than 7 ml. Can you watch the video and give me your opinion on this observation? Is there a known technical explanation or a particular point to check? Additional information: no, the patient has not had any repercussions. Yes, samples will be available (I will inform you as soon as this is the case). During use. Contamination unknown.